Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time setting was inaccurate by 1 hour. Reportedly, the customer changed time zones but did not update the pump's time setting. Blood glucose was 350 mg/dl. The customer declined assistance from tandem technical support regarding the issue.